Event description:
It was reported that the patient underwent a revision surgery to remove the total ankle replacement and replace with cement. No additional information is available at this time.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device not available.

Manufacturer narrative:
Correction: h6 results code, conclusion code, clinical sign code. The reported event could be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿there is a girdlestone situation visible in the CT scan. There is no additional information regarding the clinical circumstances. An infection present has to be presumed as the underlying cause to the case, which is likely not associated with the index procedure and thus not assessed as being user or device related. ¿ based on investigation, the root cause was most likely attributed to a patient related issue. The failure was potentially caused by infection which is not associated with the procedure. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a revision surgery to remove the total ankle replacement and replace with cement. No additional information is available at this time.